Event description:
Pt with pain greater than one year enrolled in a (B)(4) clinical study and was implanted, levels: l4-5 and l5-s1 with prodisc-l implants on (B)(6) 2004. Pt missed the 12 month and 18 month f/u visits. Pt returned for 24 month f/u and complained of increasing back pain. It was discovered the pt had a intrathecal pain pump placed (B)(6) 2007. The pdl implants were not removed. This is 2 of 6 reports for this event.

Manufacturer narrative:
Devices not removed. Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion can be drawn, as no product was received.